Event description:
It was reported that a vlift screwdriver inner shaft broke during intra-operative locking. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Upon visual inspection, it was confirmed that the shaft of the draw rod is fractured off of the knob. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The device fractured during locking. The surgeon did not appear to be using any complicated maneuvers or excessive force on the device. The lot was manufactured in october of 2012 therefore the instrument is approximately 9 years old. From instruments general IFU, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Most likely cause of reported event is normal wear due to age.

Event description:
It was reported that a vlift screwdriver inner shaft broke during intra-operative locking. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.